Manufacturer narrative:
Resubmitting follow-up 2 as follow-up 1 per FDA request. Original date received by mfg: 2017-08-31. Corrected field: h6 evaluation conclusion codes. Updated fields: b4, g7, h2, h6, and h11.

Event description:
The customer reported that the cs300 was having "monitor related issue" (lines running across display screen). The circumstances under which the incident occurred were not reported; however, it was reported that there was no patient involvement and no adverse event.

Manufacturer narrative:
08/31/2017 11:30 am (gmt-4:00) added by (B)(4): corrected field: h6 evaluation conclusion codes . Updated fields: b4, g4, g7, h2, h10 and h11.

Event description:
The customer reported that the cs300 was having "monitor related issue" (lines running across display screen). The circumstances under which the incident occurred were not reported; however, it was reported that there was no patient involvement and no adverse event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The stm performed display tests without issue. The stm ran safety, calibration, and functional tests per factory specifications and the iabp passed. The iabp was returned to clinical service upon completion of evaluation. (B)(6).

Event description:
The customer reported that the cs300 was having "monitor related issue" (lines running across display screen). The circumstances under which the incident occurred were not reported; however, it was reported that there was no patient involvement and no adverse event.